Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced broken motor pinion coupling and corroded rear case. Lvp bezel post recall completed. A review of the device history record showed, the device had a manufacture date of 06apr2007. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to mechanical failure of the broken motor pinion coupling (error code 242.4030). During servicing, we identified motor stall. Which constitutes a reportable malfunction. There was no patient involvement. The failures leading to motor stall (error code 242.4030) was confirmed. And replicated during testing. Review of the pump module error logs confirmed, motor stall error code 242.4030.0 (motor stall failure) was present in the logs. Internal inspection confirmed, optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly. And subsequent, functional testing the pump module functioned properly with no further alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted, for the following parts replaced, that have an already existing CAPA ca-2013-0509, lvp motor stall.

Event description:
The customer reported, error 242 motor and coder. There was no patient involvement.

Manufacturer narrative:
Additional information: a1. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error 242 motor and coder. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error 242 motor and coder. There was no patient involvement.